Manufacturer narrative:
D6: explant date are unknown. This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The returned product was inspected and there were no abnormalities. There was no kink, the 5s parameters were within range, the pump passed the light continuity test. Insufficient logs were returned for analysis. The rt logs between (B)(6)2024 and (B)(6)2024 were not returned. The pump was implanted on (B)(6)2024 and the complaint occurred on (B)(6)2024 beyond the 14 day indication for use for the 5.5 pump. The data logs show a durability sensor wear pattern with 5s parameters within range and a slight decrease of contrast and signal not reliable. As the failure occurred beyond the indication for use, the root cause of the optical signal issue was most likely sensor wear. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 was implanted in a patient for circulatory support. While on support, the placement signal "not reliable alarm' occurred. The placement signal alarm was disabled. There was no reported harm or injury to the patient.